Event description:
It was reported that during a mitral valve repair procedure, the catheter was prepped and the balloon was observed to be eccentric. The catheter was inserted and they were unable to deliver cardioplegia. The case was completed with retrograde cardioplegia via the coronary sinus catheter and the heart cold fibrillating. There was no adverse patient consequencs as a result. The products were discarded.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two separate devices were used. The same patient is represented in each medwatch.